Manufacturer narrative:
As reported, post implant of the bard flat mesh, the patient developed infection. Multiple attempts have been made to obtain additional information. However, based on the information provided to date, no conclusion can be made as to the degree to which the bard device, may be causing or contributing the patient¿s reported symptoms. To date this is the only reported complaint for this manufacturing lot. The warning section of the instructions for use (IFU) for the bard flat mesh states " if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device" if/when additional information is received, a supplemental emdr will be submitted. Note, the date of event is provided as an estimate based on the date of awareness. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported by the (B)(4), the patient was implanted with a bard flat mesh during a hernia repair procedure. It was reported that the patient became infected after the surgery.